Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedance values. No evidence of lead noise was observed at the time. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedance values. No evidence of lead noise was observed at the time. Additional information was received mentioning the patient went for an in-office device check, the impedance had returned to normal values and no corrective actions were taken for the lead. The origin of the observed behavior was not determined. The rv lead remains in service at this time and the patient was stable. No adverse patient effects were reported.